Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #2). An additional emdr was submitted to represent the bard/davol perfix plug (device #1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's recurrent indirect left inguinal canal and incarcerated femoral hernia. Updated fields: a2, a4, b2, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents perfix plug (device #2). An additional supplemental emdr was submitted to represent perfix plug (device #1). Note, the manufacturing date (15-aug-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug (device #1 and device #2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per plaintiff profile form ((B)(4)): (B)(6) 2015 - patient was diagnosed with incarcerated left femoral hernia and left indirect inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿femoral hernia with incarceration was found. Patient also found to have moderate size lipoma and small indirect inguinal hernia which both were freed from the spermatic cord and suture ligated. The perfix plug (device #1) was placed in the preperitoneal plane, the conjoined tendon was sutured to the cooper¿s ligament medially and to the shelving edge of the poupart's ligament laterally near the femoral vessels and lateral to it with interrupted sutures. The repair was reinforced by placing a keyhole mesh which was sutured to the shelving edge of the poupart's ligament, and to the aponeurosis of the external oblique and the pubic tubercle medially and around the internal inguinal ring.¿ (B)(6) 2017 - patient had pain was diagnosed with recurrent indirect left inguinal canal and incarcerated femoral hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿there were extensive adhesions to the external oblique fascia and distal leaflet of the inguinal ligament. The old mesh was anchored with two sutures to the conjoint tendon was already displaced inferiorly. The old mesh was exposed. The floor of the canal was protected by the mesh (device #1). There was medial left inguinal swelling that turned out to be incarcerated left femoral hernia coming out of the femoral ring containing extraperitoneal fat was reduced back in the abdominal cavity, and the defect was closed with suture. Back to the indirect inguinal hernia, the herniated part was around the internal ring. A small perfix plug was trimmed and placed in that area. The upper dislodged edge of the mesh was secured to the conjoint tendon with interrupted sutures.¿ attorney alleges that the patient had mesh migration, pain and recurrence.